Event description:
Patient was being seen in the emergency room. A registered nurse inserted an 18 gauge IV in patient's left antecubital fossa. IV infiltrated. Labs drawn off of it. When trying to remove IV catheter, catheter got stuck. Ed md at the bedside. Started to pull the catheter out. Part of catheter tip appears to have sheared off into the vein. Catheter measured and approximately 6 mm of catheter is believed to be left inside of patients arm. Plan was to proceed urgently to the operating room for forearm exploration and foreign body removal as there is exceedingly high risk of infection. Surgeon successfully removed approximately 0.3 cm of retained angiocatheter. No complications. Patient discharged the next day.